Event description:
It was reported that noise was observed on recorded ventricular electrograms from an implantable pacemaker. The lead was capped and replaced. No patient complications were reported due to this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.